Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified creases fold, wear abrasion, white particles and an opening(curved) on radius. Leak test and microscopic analysis were performed which identified an observed void >1 mm in non-textured, valve-to shell-bond area, and an opening crease(smooth) on radius. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold(flaw) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.